Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre) review could be performed. Concomitant products: right-unknown gel implant. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast reconstruction revision with unknown gel breast implants which the left side ruptured after implantation. The issue was discovered during surgery. As a result patient underwent removal and replacement with catalog number 3542251, and serial number (B)(4) on (B)(6) 2019.

Manufacturer narrative:
On (B)(6) 2019, additional information indicated that the date of event was on (B)(6) 2018. Manufacturer¿s reference number: (B)(4).